Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿e209 internal buffer error¿ was confirmed due to the internal buffer being full. The unit¿s video connector latch was found worn out causing poor connection to pigtails. In addition, the unit was equipped with out dated software. The cause of the internal and physical failure of the unit cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during maintenance, an e209 internal buffer error on the unit¿s display. There was no patient involvement. The device was returned for evaluation and found there was no image with 180 scope due to a faulty patient board set which is considered a reportable malfunction.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, since the product was a manufactured prior to countermeasures due to a change in the operational amplifier circuit design of the patient board (dr board), it is likely that only the 180 scope has not been imaged due to a failure of the operational amplifier. Olympus will continue to monitor the field performance of this device.